Event description:
It was reported that the 4195 lead was removed due to infection. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: no anomalies found; full lead analyzed.